Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls and no indications of a failure to deliver insulin.

Manufacturer narrative:
The device has been returned/received. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.